Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that physicians have complained recently about ion selective electrode (ise) sodium results recovering too high. The customer sent a few samples out to a sister lab and the results were lower. Of the data provided for two patient samples, only the results for one patient sample were discrepant. The initial result was 140 mmol/l and the result from the other site was 134 mmol/l. The customer did not know which result was correct. It was unknown if any erroneous result was reported outside the laboratory. One result was amended after the service visit, but specific information was not provided. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found loose vacuum pump springs introduced too much vibration to the system. He replaced and tightened the vacuum pump holder springs. He ran ise checks and precision with results within specifications. The customer ran calibrations and qc with results within specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.